Event description:
Procedure colostomy reversal according to the reporter: the patient was returned to surgery due to a staple line leak in 2008. The leak was fixed with additional stapler devices and suture.

Manufacturer narrative:
The report stated multiple devices were used in the procedure but they were unsure which staple line the alleged leak occurred from. The products, lot #s, expiration and manufacturing dates are as follows: products: gia038s and gia6038l, gia 60-3.8 single use stapler and sulu lot #s: p7j0001 and p7k0351, expiration date: 9/30/2012 and 10/31/2012, manufacture date: 09/2007 and 10/2007